Manufacturer narrative:
Device return follow up is in progress. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was reported that a patient with a 25mm 3300tfx aortic valve implanted for 3 months, 7 days was explanted due to unknown reasons. The device was replaced with a 21mm 3300tfx valve. No other details provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
Through the implant patient registry, it was reported that a patient with a 25mm 3300tfx aortic valve implanted for 3 months, 7 days was explanted due to recurrent aortic valve endocarditis, with large vegetations and large annular abscess. The device was replaced with a 21mm 3300tfx valve. The patient tolerated the procedure well and was taken to the intensive care unit in a stable condition. Per medical records the patient presented with sepsis and was diagnosed with mssa bacteremia , recurrent endocarditis due to IV drug use, complicated by acute systolic heart failure, cerebral septic emboli, intracranial hemorrhage, and lower extremity emboli. It is noted the patient was deteriorating and there was no hope of survival without surgery. The patient underwent redo avr. The patient tolerated the procedure and was taken to ICU in stable condition.

Manufacturer narrative:
H10 manufacturer narrative: device was not retrieved due to endocarditis. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less postimplant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. It has been determined that the root cause of this event was most due to patient related factors and is not related to any manufacturing or sterilization issues with the valve. H11 corrected data: based on the new information received, this event is no longer considered reportable.